Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an insulin occlusion alert while using an infusion set, which was addressed by disconnecting the tubing and performing a fill-tubing sequence, after which insulin delivery resumed as expected and blood glucose remained stable at 92 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included no change in therapy beyond the troubleshooting steps and no hospitalization. Investigation included a review of the reported event and troubleshooting steps performed with the user. Investigation of this case revealed that the occlusion resolved after supply management steps, consistent with transient flow interruption. It was concluded that the device functioned as designed after the troubleshooting steps and that the event was consistent with an infusion line occlusion that resolved without clinical harm.